Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 436 mg/dl. The customer's insulin pump had a keypad anomaly. The customer stated the "b," "act," and escape buttons were nonresponsive. The customer also stated that he removed and reinserted the insulin pump's battery and the buttons functioned again. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer elected to keep the insulin pump and continue insulin pump therapy. The product is not being returned. Nothing further was reported.